Manufacturer narrative:
Device evaluation : one pneupac device was received for investigation in good condition. An initial check was performed by connecting 50 psi o2 and 60 psi air to the gas inputs. It was found that the high pressure alarm started occurring at the peak 70 setting, during peep/CPAP on oxygen tests. However, it was noted the test results measured within tolerance. The needle was also adjusted to no effect, so the main alarm board was replaced. The device then passed all functional tests. Based on the investigation, the complaint was confirmed. No problem source was identified.

Event description:
Information was received that a smiths medical pneupac babypac ventilator had a "constant high rate alarm". No adverse effects were reported.